Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to unexplained low blood glucose. Caller stated that the customer's blood glucose reading at the time of hospitalization was 41 mg/dl. Caller stated that the customer may have over corrected for high blood glucose. Caller also stated that the customer had a problem with his transmitter. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the transmitter showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.